Manufacturer narrative:
H4: the lot was manufactured in october 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation as well as retention samples. The returned photographs were reviewed, and did not identify any abnormalities that could have contributed to the reported condition. The retention samples were visually inspected, and no obvious issues or damage were detected. Additionally, the samples were gravity tested in the laboratory and leak tested under water; no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set was leaking from an unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.